Manufacturer narrative:
Product event summary: analysis cound not confirm the reported event; the device passed incoming functional test. Several sense settings on atrial channel were checked, no observations. Analysis found the battery drawer was damaged. It was noted the battery holder release latch and user knobs were sticky. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was poor contact in the atrial connection. The external pulse generator was returned for service. There was no patient involvement.